Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. It was reported during an afib case, st elevations were noticed. Caller reported that after a few pulses in the right superior vein using the farawave catheter, they began to notice st elevations. Caller stated the patient also had short runs of vt. The patient was given nitroglycerin and after waiting a few minutes, the st elevations subsided. Caller stated the patient stabilized and woke up aware and moving extremities with no issues. An acunav was used to check on ice for a pericardiocentesis and none was found. Caller stated they had mapped with the octaray catheter but it was not in the body at the time of the adverse event. The acunav (10135910) and the octaray catheters were brand new and not reprocessed. Caller was unable to provide catheter lot numbers. Both are not available to return. The physician could not confirm the cause of the injury. The farapulse system was used for ablation only. No bwi generators were used for ablation during this procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).